Manufacturer narrative:
Date of event: unknown, used the first date of the aware month.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to device performance issues. The patient was being treated for urinary incontinence. The procedure was completed with no patient clinical consequences.